Event description:
Approximately thirteen months after the implantation, the patient developed decreased vad flow estimations along with prolonged episodes of dizziness and was admitted to hospital. A review of his electrocardiogram (presumably with an ICD interrogation) revealed prolonged episodes of ventricular tachycardia and fibrillation. These arrhythmias were reported to be unresponsive to medical therapy. A decision was made to urgently list the patient for cardiac transplantation and to keep the patient hospitalized because of his refractory arrhythmias. His international normalized ratio (inr) was maintained between 2.5 and 3.0 due to concerns regarding a suspected thrombus. Investigation is ongoing.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including cardiac arrhythmias, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Based on available information, it is likely there were underlying health conditions that may have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The hvad pump was returned for analysis where it passed all tests. Pathology evaluation concluded the pump demonstrated no evidence of abnormal wear or thrombus formation. Log file analysis confirms low flow alarms and pumps stop/loss of power on day of reported event verifying the reported event. A review of patient electrocardiogram revealed prolonged episodes of ventricular tachycardia and fibrillation. Results of the investigation indicate the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.